Event description:
Received a message on the galaxy machine which stated "catheter motor overload." Switched out machines and tried the I-lab. From there they replaced the catheter with a new one and the problem was solved. No harm occurred to the patient.